Manufacturer narrative:
Evaluation summary: one sample was received for evaluation and the reported failure mode tear in cuff was confirmed. An inflation/deflation test was performed, a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. Information has been added to the database and trends will continue to be monitored. Correction: (name, email). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a home care patient was installing an 8dct tube by themselves and there was a cuff inflation/ deflation issue. The patient outcome was not reported.